Manufacturer narrative:
A ge rep evaluated the system and found the servos were not producing the correct output voltage, and replaced a cable to fix it. System operates as intended.

Event description:
The customer reported the system would not boot up. No pt injury was reported.